Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. The noise was found to be due to the minute ventilation signal, so reprogramming was performed to turn the feature off. The ra lead also exhibited a spike in impedance from 650 to 800 ohms. At this time, the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Sending this correction MDR to correct field h10: additional MFR narrative: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. The noise was found to be due to the minute ventilation signal, so reprogramming was performed to turn the feature off. The ra lead also exhibited a spike in impedance from 650 to 800 ohms. At this time, the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported. It was reported that oversensing of noise continued to be observed resulting in inappropriate atr mode switches. Additionally, high out of range ra pacing impedance measurements greater than 2,000 ohms was observed. The clinic plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. The noise was found to be due to the minute ventilation signal, so reprogramming was performed to turn the feature off. The ra lead also exhibited a spike in impedance from 650 to 800 ohms. At this time, the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported. It was reported that oversensing of noise continued to be observed resulting in inappropriate atr mode switches. Additionally, high out of range ra pacing impedance measurements greater than 2,000 ohms was observed. The clinic plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Sending this correction MDR to correct field h10: additional MFR narrative: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. The noise was found to be due to the minute ventilation signal, so reprogramming was performed to turn the feature off. The ra lead also exhibited a spike in impedance from 650 to 800 ohms. At this time, the system remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported. It was reported that oversensing of noise continued to be observed resulting in inappropriate atr mode switches. Additionally, high out of range ra pacing impedance measurements greater than 2,000 ohms was observed. The clinic plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. Additional information was received that the device was later explanted and replaced with no information suggesting the device explant was related to the previous reported observations. The product has been received for analysis.